Event description:
The hp was not draining, the pt line was not fully primed, and requested assistance with ending therapy. The tsr assisted the hp with ending therapy. The hp started over with new supplies. No pt injury or med intervention was associated with this event per the hp's nurse.